Event description:
Pt complained of soreness in hand. X-rays reveal that the plate broke. The broken plate was revised. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would be related to user technique.